Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, the active electrode was found partially outside of cochlea, as confirmed by diagnostic imaging, which may have contributed to the observed symptoms. The investigation results appear to match the problems mentioned to the patient report. This a final report.

Event description:
It was reported that in situ testing showed 6 electrode channels with hi status. No accident or trauma is known. Due to no hearing perception 2 electrode channels were disabled. The patient now has 4 working electrode channels and performance has decreased. Diagnostic imaging shows the electrode to be partially inside the cochlea, with the four most basal channels outside the cochlea. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, possibly caused by excessive mechanical stress. Additionally the symptoms might be contributed to by a partial migration of the active electrode out of cochlea. However to determine an exact root cause, a device investigation is necessary. The complaint will be re-opened if further relevant information is received.

Event description:
It was reported that in-situ testing showed 6 electrode channels with high impedance status. No accident or trauma is known. Due to no hearing perception 2 electrode channels were disabled. The patient now has 4 working electrode channels and performance has decreased. The patient is to be re-implanted but no information about a possible date has been received.

Event description:
It was reported that in situ, testing showed 6 electrode channels with hi status. No accident or trauma is known. Due to no hearing perception 2 electrode channels were disabled. The pt now has 4 working electrode channels and performance has decreased. Diagnostic imaging will be performed.